Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error and prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm during fill tubing and failed battery test alarm. It was reported that the insulin pump squirts during fill tubing. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm and no failed battery test alert during test noted. Motor passed motor test. (B)(4).